Event description:
Spacelabs received a report that a 91387 monitor did not alarm for arrhythmia and also did not print upon alarm.

Manufacturer narrative:
No one was injured as a result of this event. A spacelabs field service engineer (fse) visited the customer site and was told that a telemetry patient did not alarm on a pause longer than 5 seconds. Spacelabs healthcare telemetry products do not generate an alarm for pause events. As outlined in the operators manual, although a message indicating "pause" will be displayed for a pause of less than 5 seconds, the telemetry monitor is not designed to produce an audible alarm for this condition. After 5 seconds of pause the waveform is reclassified as asystole, which is an alarm condition that produces an audible and visual alarm at the spacelabs monitor. Based on the information provided by the customer, two annotated manual recordings printed at 3:51 and one at 4:38, show that the device alarmed for ECG lo limit and asystole as designed, identifying these events. The fse noted that the printing for ECG alarms had been turned off in the module default, mcm settings. The device was tested and found to be operating according to specifications. Spacelabs considers this issue closed.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this report and will file a follow up report when our evaluation is concluded.

Event description:
Hospital has reported that a spacelabs 91387 monitor did not alarm for arrhythmia and also did not print upon alarm.